Event description:
A ventilator was returned to the manufacturer for service due to alarming. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed a test step and a "service required" code was found in the ventilator's downloaded error log related to the active exhalation control module. The device's active exhalation control module was replaced to address the issue. There was evidence of contamination.